Manufacturer narrative:
(B)(4). The customer reported that the battery was not getting charged. It was also reported that the unit failed to power up on ac power.

Event description:
The customer reported that the battery was not getting charged. It was also reported that the unit failed to power up on ac power.